Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. It was noted that the patient complained regarding patient notifier vibratory alert. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. The device was reprogrammed and the patient was fine.